Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3005334138-2019-00411. During a premature ventricular contraction ablation procedure, a pericardial effusion occurred. Following ablation on the basal septal wall of the left ventricular, the patient experienced a vagal response. An effusion was confirmed by echocardiogram and was thought to be located from the apex of the lv. Protamine sulfate was used to reverse the effects of heparin. The patient was stable following the procedure. There were no performance issues with any abbott device.